Event description:
The event is reported as: the customer alleges that the endotracheal tube was found kinked in the pt's mouth a few hours after being transferred to ICU. The customer states that this led to difficulties in ventilating the pt. The endotracheal tube was exchanged with no report of a patient injury.

Manufacturer narrative:
A visual, functional dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, hvt, 7.0, lot # 01d1300342 was manufactured on 04/25/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.